Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, fired and opened properly during testing. The knife reverse button worked properly during testing. Please note that when using a trocar, the instrument jaws must be visible past the trocar sleeve before opening the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a wedge resection procedure the device was inserted in the body through a trocar, ready to be used for a wedge resection. The device however, didn¿t open in the body cavity, so no reload could be fired. The surgeon is aware of the red button to be used in such a case; however he told me, that he tried the red button, but didn¿t work. So they used a new device and then the procedure went well without any interruptions. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: on which firing did the event occur? First firing. What color cartridge was being used? White. Was buttressing material utilized? If so, what product? No.